Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported no x-ray detention strip.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported no x-ray detention strip.¿ a review of the device history record (DHR) for lot no. 18a123162 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample was received for evaluation. A visual evaluation was performed. The sample was observed as having missing elements. Probable causes for the reported issue could be attributed to: an incorrect element width. This condition would not allow enough pressure to be applied to the element to bond it to the gauze. Heat from the bonding of the element may have damaged the element prior or the threading of the element may have become entangled, breaking the element. Or, the element was burnt during the production process causing the element to be absent from the sponges. The sensor on the machine may not have prevented the machine from cycling the sponges without the element. Based on the available information, there is insufficient evidence indicating specifically that any of these scenarios occurred. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.